Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 28 august 2019 for MDR reportability. On (B)(6) 2015, the patient underwent left knee arthroplasty due to degenerative joint disease. The surgeon reported no intraoperative complications and patient was transferred to recovery in stable condition. Attune components, and two depuy cements were utilized in the procedure. On (B)(6) 2019, the patient underwent a left knee revision due to failed total knee arthroplasty, tibial loosening, and pain. The surgeon indicated there was no cement at all at the tibial/cement interface. It was noted the surgeon had no complaints against the femoral component, nor the patella, and these were not revised. The surgeon reported no intraoperative complications. Attune components utilized in the procedure. Competitor cement was utilized in the procedure. Doi: (B)(6) 2015. Dor: (B)(6) 2019. (Lt knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.